Event description:
The customer reported that her blood glucose and insulin history. After taking a shower at 5:36 pm the pod gave a hazard alarm. She did not have anything to eat yet. At 5:43 pm, the pod was deactivated and she noticed the pod shell was cracked and it looks like it has water in it.

Manufacturer narrative:
The returned product was returned with the shell cracked and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. Lot qualification records were reviewed, and the product lot met acceptance criteria.